Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 100 mg/dl and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "feeling a bit off" which resulted in the customer being in the emergency room (ER). A healthcare professional (hcp) obtained an unspecified hcp meter reading, and it is unknown if any emergent third-party treatment/medication was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 100 mg/dl and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "feeling a bit off" which resulted in the customer being in the emergency room (ER). A healthcare professional (hcp) obtained an unspecified hcp meter reading, and it is unknown if any emergent third-party treatment/medication was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.